Event description:
It was reported that the patient experienced an allergic reaction. The patient had an appointment scheduled with a dermatologist to perform an allergy test. A dye study was performed and it was determined that the catheter was going to need to be fixed. The healthcare professional fixed her catheter and secured her pump. It was also reported that the patient's surgical site was not healing as expected; pump incision was not healing. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter model #8709sc lot# n296738002 implanted: (B)(6) 2011 explanted: unk.